Event description:
It was reported that the patient came in for a routine follow up. It was not possible to interrogate the device and high thresholds were seen. The device was beeping since (B)(6) 2025. The patient did not attempt to go to the hospital due to the last check of the battery showing 3.5 years remaining longevity. Premature battery depletion was alleged. The patient noted that their heart failure symptoms were felt since the beeping sounds stopped in (B)(6) 2025. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that the patient came in for a routine follow up. It was not possible to interrogate the device and high thresholds were seen. The device was beeping since (B)(6) 2025. The patient did not attempt to go to the hospital due to the last check of the battery showing 3.5 years remaining longevity. Premature battery depletion was alleged. The patient noted that their heart failure symptoms were felt since the beeping sounds stopped in (B)(6) 2025. Technical services (ts) review of the data disk confirmed normal device operation. The device was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient came in for a routine follow up. It was not possible to interrogate the device and high thresholds were seen. The device was beeping since (B)(6) 2025. The patient did not attempt to go to the hospital due to the last check of the battery showing 3.5 years remaining longevity. Premature battery depletion was alleged. The patient noted that their heart failure symptoms were felt since the beeping sounds stopped in (B)(6) 2025. No adverse patient effects were reported. The device remains implanted. Technical services (ts) review of the data disk confirmed normal device operation.